Event description:
Approximately 3 months post implantation of the gore excluder aaa endoprosthesis, follow up evaluation by the implanting physician revealed an irregular object trailing out of the distal end of the contralateral leg component. The physician forwarded CT films to gore for help in evaluating the identity of the object. Gore evaluated the films and provided the physician with dimensional measurements of the object. In addition, gore informed the physician that the object may be a part of the delivery catheter of the gore excluder aaa endoprosthesis. A successful reintervention took place to remove the object. It was confirmed that the object was a portion of the delivery catheter of the gore excluder aaa endoprosthesis. Currently the patient is doing well.